Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) lead. As a result, the device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Due to this, tachy therapy was deactivated. The patient was reported to be admitted to the ICU. Additionally, pace impedance measurements were found to be out of range. A lead revision was scheduled, however, the patient ate breakfast and the procedure was canceled. Further information was received a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) lead. As a result, the device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Due to this, tachy therapy was deactivated. The patient was reported to be admitted to the ICU. Additionally, pace impedance measurements were found to be out of range. A lead revision was scheduled, however, the patient ate breakfast and the procedure was canceled. No additional adverse patient effects were reported. At this time, this device system remains in service.